Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on available information, a cause for the reported mitral valve insufficiency/regurgitation could not be conclusively determined. Mitral valve insufficiency/regurgitation (mr) is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was deployed on the mitral valve, reducing mr to a grade of 1-2. The following day, echocardiography showed that mr had increased to a grade of 4. The clip remained stable on both leaflets. On 05september2024 an additional mitraclip procedure was performed, and two clips were implanted, reducing mr to a grade of 2.